Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image degrades through the course of the day to the point that it stops being useful was confirmed. The image is hazy /unclear on the right side. The device was serviced, tested and discarded. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the image degrades through the course of the day to the point that it stops being useful. Also the needle position becomes increasingly inaccurate.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the image degrades through the course of the day to the point that it stops being useful. Also the needle position becomes increasingly inaccurate.